Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown screw. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the while completing a surgery with an anterior lumbar interbody fusion (alif); the surgeon put the aiming device ninety degrees off the optimal position resulting in the screw trajectory being incorrect. The surgeon proceeded to put the screw in the pilot holes and then noticed the error. The surgeon only removed one and left one in as it was partially concealed by the plate of the synfix cage and could not be accessed. No impact to the patient. A surgical delay of thirty minutes was reported. Also there were no r x-rays available. This report is for an unknown screw. This report is 4 of 4 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: patient information not available for reporting. Unknown: one screw was removed during the procedure. The other remains in the patient. Unknown which screw is still implanted. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.